Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a somewhat ambiguous issue related to channel disconnect and air in line alarms; the actual sequence of events is somewhat unclear, however reportedly a module infusing levophed on an ICU patient had a channel disconnect and the patient's blood pressure dropped to 60/30 (baseline unknown). At about the same time a module infusing propofol had air in line alarms but the nurse noted that there was no air in the line. The nurse believes that because of the ail alarms the patient was not getting adequate sedation and began thrashing their head side to side, which reportedly caused a kink in the central venous catheter and the medications did not infuse. The patient experienced a pea (pulseless electrical activity) event requiring resuscitation, which the customer attributes at least in part to the channel disconnect in the levophed infusion and ineffective sedation due to the interruptions from ail alarms. Reportedly, throughout resuscitation activities the staff continued to experience issues with "modules disconnecting and alaris pump shutting down"; there are no further details available however the customer believes that the issues led to patient deterioration and delay of effective resuscitation efforts. There is no report of permanent harm, however the customer states that the "degree of injury due to loss of bp and cardiac arrest" is unknown.